Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) and a right ventricular assist device (rvad). On (B)(6) 2017, the patient underwent surgical rvad de-cannulation and was in stable condition on epinephrine and veletri for support. The patient was slowly weaned from sedation the following morning with initial signs of awakening. However, the patient acutely became hemodynamically unstable with low pulsatility on the lvad and hypotension requiring escalating vasopressor support. Subsequently, the patient had sustained ventricular tachycardia, which converted prior to intervention. The echocardiogram showed no tamponade or shunt. At that time, the patient's pupils were noted to be fixed and dilated. CT scan showed extensive subarachnoid hemorrhage. The neurologists felt that there were clinical signs suggesting brain death. Comfort care was initiated and the patient expired on (B)(6) 2017.